Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.

Event description:
The complainant reported an under-delivery. Two hundred ml of formula was hung (intended delivery); however, the pump displayed that 200 ml was fed when all 200 ml remained in the flexitainer.